Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported the customer had a button error alarm. Customer stated they did not drop or bump their insulin pump. The insulin pump was also not exposed to moisture. Customer's blood glucose was 100 mg/dl. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.